Event description:
The lead was electively cut and capped and left in situ. The j wire was not explanted. The physician reports j retention wire fracture without protrusion through the outer polyurethane insulation.